Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter had a small hole on the side. The following information was provided by the initial reporter, translated from spanish to english: they all have a small hole in the side and the veins are broken, it is impossible to take ivs.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 30-sep-2022. H6: investigation summary our quality engineer inspected the representative samples submitted for evaluation. Bd received eight sealed insyte autoguard bc units from lot number 2042991 for the investigation. A gross visual inspection does not show any damage on the device. The units were tested for flashback where instant flashback was observed. All of the returned units were tested for leakage in any cracks in the adapter, cuts/splitting of the catheter tubing, and damage to the luer adapter. No damage was observed on any of the units, and they all passed the leak test. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter had a small hole on the side. The following information was provided by the initial reporter, translated from spanish to english: they all have a small hole in the side and the veins are broken, it is impossible to take ivs.